Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns of high out of range right ventricular (rv) shock impedance measurements of this implantable cardioverter defibrillator (ICD). Ts analyzed the daily threshold and impedance measurements trend reports and confirmed over the last 12 months, the rv lead shock impedances exhibited a gradual rise in shock impedances that ended up measuring greater than 125 ohms. Ts discussed possible causes with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.